Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that the trigger housing on the device had an unk substance on it. This was discovered while the device was at the MFR for repair. There was no pt involvement or adverse consequences.